Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 299 mg/dl with symptoms of abdominal pain, nausea, and large ketones. The reporter stated that the patient was treated with insulin via injection based off of phone advice from their healthcare provider. The patient had remained on the pump at the time of the call. The reporter reviewed the pump history with a customer technical support representative and found that the pump's bolus totals did not match. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of an inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission 12/21/2016 device evaluation: the device has been returned and evaluated by product analysis on 12/05/2016 with the following findings: a review of the black box showed a manual time changed on (B)(6) 2016 from 10:26 to 11:26. The bolus totals for (B)(6) 2016 were calculated and correctly matched the total daily dose bolus history. The last basal and bolus deliveries occurred on (B)(6) 2016. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump powered on normally and successfully completed a rewind, load, and prime sequence. A 10 unit audio bolus and a 10 unit normal bolus were successfully programmed and delivered, and both accurately recorded in the pump histories. The pump was exercised for 24 hours on a 2.0 unit per hour basal rate; at the end of testing, the basal history correctly reflected 2.0 units/hour and the total daily dose history correctly reflected 48.0 units no errors, alarms or warnings occurred during investigation. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).